Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2012-04228, 3005099803-2012-04328, and 3005099803-2012-04329 address these devices. It was reported to boston scientific corporation that two spyglass direct visualization probes and one flexima rx biliary stent were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure within the common bile duct (cbd) performed on (B)(6) 2012. According to the complainant, during the procedure, the first spyprobe (mr # 3005099803-2012-04328) used was not able to be advanced through the spyscope smoothly. Reportedly, the spyprobe broke so a second spyprobe (mr # 3005099803-2012-04329) was then used. However, the same issue occurred; the probe was not able to be advanced through the spyscope smoothly and was broken. At this time, the spyglass section of the procedure was abandoned. No damage to the spyscope was noted; however, post procedure, an attempt to advance 'something' through the spyscope was unsuccessful. The procedure continued using a flexima rx biliary stent (mr # 3005099803-2012-04228). During deployment, the stent kinked, but was still able to be deployed; however, the physician noted that the guide catheter had broken and remained in the stent. The broken delivery system was withdrawn and then the physician retrieved the guide catheter from the patient. The stent was left in place to complete the procedure. No other device issues were noted. Additionally, no issue with the suture was observed. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine. On (B)(6) 2012, the bsc technician reported that the two spyprobes were received broken into multiple pieces.

Manufacturer narrative:
Although the patient's exact age is unknown, the patient is over 18 years of age. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination found that the probe returned kinked in several places along its length and severed at the end of the pebax sheathing. Additionally, the slot of the proximal cam groove presented with minimal wear. Functionally, an optical evaluation of the probe could not be performed due to the return condition. The condition of the returned incident device was consistent with the complaint that the probe was broken. The damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2012-04228, 3005099803-2012-04328, and 3005099803-2012-04329 address these devices. It was reported to boston scientific corporation that two spyglass direct visualization probes and one flexima rx biliary stent were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure within the common bile duct (cbd) performed on (B)(6) 2012. According to the complainant, during the procedure, the first spyprobe (mr # 3005099803-2012-04328) used was not able to be advanced through the spyscope smoothly. Reportedly, the spyprobe broke so a second spyprobe (mr # 3005099803-2012-04329) was then used. However, the same issue occurred; the probe was not able to be advanced through the spyscope smoothly and was broken. At this time, the spyglass section of the procedure was abandoned. No damage to the spyscope was noted; however, post procedure, an attempt to advance 'something' through the spyscope was unsuccessful. The procedure continued using a flexima rx biliary stent (mr # 3005099803-2012-04228). During deployment, the stent kinked, but was still able to be deployed; however, the physician noted that the guide catheter had broken and remained in the stent. The broken delivery system was withdrawn and then the physician retrieved the guide catheter from the patient. The stent was left in place to complete the procedure. No other device issues were noted. Additionally, no issue with the suture was observed. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine. On (B)(4) 2012, the bsc technician reported that the two spyprobes were received broken into multiple pieces.